Event description:
It was reported while under general anesthesia for a therapeutic laser lithotripsy the generator displayed and e-85 error code. A stent was placed and the procedure was cancelled and completed at a later date. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9: date returned to mfg, h2, h3, and h4. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.